Event description:
It was reported that there was a slit on the supply line of the amia automated pd set with cassette. This was observed before use of the device for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. A visual inspection with the naked eye noted damage (cuts and markings) on the supply line tubings. A functional clear passage test was performed with no issues noted. A clamp function test was not performed due to the condition of the sample. A leak test was performed which revealed a leak in the tubing near the damaged area. The reported condition was verified. The cause of the condition was from the flow wrap operation during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.